Event description:
It was reported that a patient underwent a sling procedure in 2009. Immediately after the procedure, the patient experienced severe urinary urgency. Cystoscopy re-examination found mesh in the bladder wall and questionably some piece of sheath as well, although, sheath was reported to have been removed appropriately at the time of surgery. Three days later, the patient underwent a procedure to remove the sling. The sling appeared to be in a submucosal position involving the bladder wall but it did not perforate. No mesh sheath was found. A second sling was then implanted.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Urgency occurred. Conclusion: as per the device instructions for use "the gynecare tvt procedure should be performed with care to avoid large vessels, nerves, bladder, and bowel. Attention to local anatomy and proper passage of the needles will minimize risks." Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.